Event description:
It was reported that the patient presented to the ER with complaints of severe shortness of breath and high watt alarms and was admitted to the hospital due to cardiogenic shock and exhibiting signs of clinically significant hemolysis, and acute renal failure with no urine output. Patient was placed on milrinone and epi, intubated, heparin infusion initiated and admitted to cardiac surgical ICU. A tte performed, showed moderate to severe ai, rv dysfunction. Log files sent in for analysis; ranges above normal operating conditions, consistent with suspected thrombus. Patient placed on heparin infusion, considering tpa, however, patient's plt count is forty. It was reported that the patient underwent pump exchange on (B)(6) 2014 due to suspected thrombus.

Manufacturer narrative:
Investigation is in process. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings.